Event description:
The hospital reported that there was a problem with the dilator hub detaching when removing from pt. (The doctor was obtaining access for a pacemaker procedure and inserted the dilator. When the doctor was removing the dilator the hub broke off and the rest of it was still in the pt's shoulder. The doctor was able to cut around the insertion site and remove it. A cutdown was already planned therefore no unnecessary surgical intervention occurred.